Event description:
Ous MDR - after an implantation time of about 41 months, oversensing with inappropriate shock deliveries was reported. No deterioration of the patient's state of health was reported. The ICD and the lead were explanted.

Manufacturer narrative:
Ous MDR.